Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had a loss of therapy following a pacemaker placement about a week prior to the report. The rep reported that most impedances were greater than 20,000 ohms on the right side and 0 through 7 impedances were normal range, between 1,200 and 1,600 ohms with nothing above 1,600 on the left side. The rep reported that there were some pairs that were normal range at 1,600 ohms. The rep reported that they didn't know if the patient had any falls or traumas that may have contributed to the loss of therapy and didn't know if the pacemaker placement was done on an elective or emergent basis. It was reported that the impedances were tested at 0.7v and 1.5v. The rep reported that when initially tested at 0.7v she saw xxx results. The rep reported that they then tested at 1.5v and got valid impedance results. Additional information was received from the rep on (B)(6) 2017. The rep reported that the cause of the loss of therapy and high impedances remains unknown. The rep reported that the system was "toggled" by turning stimulation on and off several times. The rep reported that the managing physician may order imaging to rule out lead migration or damage to the system. A possible lead revision was discussed with the patient. The rep reported that the loss of therapy and high impedances had not been resolved at the time of the report. No further complications were reported.